Manufacturer narrative:
On 7/19/2018, mentor received additional information: is required intervention: check. Explantation date: 8/3/2018. (B)(4). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 9/19/2018. The device was received at mentor without fluid. White material was observed within the device. During initial evaluation a rent was observed on the anterior aspect, measuring approximately 3.1 cm. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies observed. Complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. The device history record (DHR) for the lot number 6635091 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. At this time is not possible to determine the origin of the white material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/17/2018, mentor received additional information: the patient underwent bilateral removal and replacement with mentor memorygel breast implant 385cc gel prostheses on (B)(6) 2018; catalog # 3507385mc, s/ns (B)(4) (l) and (B)(4) (r). The patient tolerated the procedure well. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: right mentor smooth round moderate profile 350cc saline prosthesis, catalog: 3501655, serial number: (B)(4), lot: 6629089. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with mentor smooth round moderate profile 350cc saline prostheses. Deflation on the left breast prosthesis was diagnosed post procedure through a physical examination. At the time of this report, mentor has received no information regarding explant date.